Event description:
Analysis of the generator was completed and no abnormal performance or any other type of adverse condition was found. The device performed according to functional specifications. Analysis was completed on the returned lead portions. The lead assembly including the electrodes was not returned for analysis and an evaluation could not be made on that portion of the lead. The condition of the returned lead portion was consistent with conditions that typically exist following an explant procedure and no obvious anomalies were noted.

Event description:
It was reported that the patient's generator and lead were explanted due to infection at the generator and lead incision site. Follow-up to the treating physician's office revealed the wounds from the previous vns surgery had fully healed, but the patient had picked at the chest and neck incision sites resulting in infection. Device history records were reviewed and revealed no anomalies with the generator or lead. The generator and lead were received for analysis. Analysis is underway, but has not been completed to date.